Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the elective replacement indicator (eri) was observed due to an overestimation at the previous follow-up appointments. The event was resolved by explanting and replacing the device due to normal eri. The patient was in stable condition.